Manufacturer narrative:
The event date of the debridement was not provided. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device 1 year. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2016. It was reported that the patient required a recent debridement that was previously unreported to the manufacturer. The debridement left an exposed portion of the driveline, near the center of the patient abdomen. Additional information was requested, but was not provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported infection of the driveline could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.